Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and resulted in 2.5 seconds of pacing inhibition and no intrinsic beats. Threshold measurements have increased slightly. The patient underwent extensive isometric testing and pocket manipulation and the noise could not be reproduced. The physician will continue to following the patient via remote monitoring. No adverse patient effects were reported.